Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the sound flickering during a self test was not confirmed as the system controller was not returned for evaluation. It was reported that the system controller was exchanged but was kept as a backup controller. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. These sections instruct users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 patient handbook section 2 "system operations" and heartmate 3 instructions for use section 2 "how your heart pump works" explain how to perform a self test, and describe the characteristics of a self test. The documents state that the system controller should be replaced if it fails a self test. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use section f "safety checklists" provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, (B)(6) , was shipped to the customer on 22oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient initiates a controller self test, the sound flickers. The controller will be exchanged.